Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
It was reported that high impedance was seen on patient¿s generator when device was being turned on after an MRI. System diagnostics showing high impedance was received for review. Device history records were reviewed for the generator and for the lead and both devices passed all functional specifications and quality tests and were sterilized prior to distribution. No surgical intervention has been reported to date. No additional relevant information has been received to date.